Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4) ¿ instruments. Manufacturing date: june 08, 2005. Device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following: the notch used to align the nail is worn out and appears to be slightly bent. This was observed by the sterile processing manager in sterile processing. There was no procedure or surgery or patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The aware date of this event was apr 11, 2016, not apr 4, 2016, as reported in initial medwatch report # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the 03.010.045 lot number 4984112 standard insertion handle was returned and reported that the notch for aligning with the nail is worn out and bent. This complaint condition was likely caused by over ten years of consistent use; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. The device was returned and reported that the distal notch was worn out and bent. This condition is confirmed; the distal tang used to align the nail shows some wear and deformation along the outer plane of the feature. It is likely that over ten years of consistent used has led to this complaint condition. The device was manufactured in june 2005 and is over ten years old. The balance of the returned device is in fairly worn condition with several markings along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.